Event description:
Caller states a neonate patient tested 29 mg/dl on the aviva system while a comparison lab drawn at the same time returned as 42 mg/dl. A second comparison was performed on the same patient. Caller states the patient tested 33 mg/dl on the aviva system while a comparison lab drawn at the same time returned as 46 mg/dl. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.